Event description:
It was observed that during the device evaluation, there is noise in the image due to poor contact of camera unit. There is no patient involvement on this reported event.

Manufacturer narrative:
Device evaluation found the device exhibited noise in image due to poor contact. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, ¿should any irregularity be observed, do not use the instrument; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage." Olympus will continue to monitor complaints about this device.